Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead exhibited lead noise that caused inappropriate anti-tachycardia pacing (atp). Noise stopped and shock was aborted. Clinician also noted several non sustained episodes all due to noise. Patient was also a self confessed twiddler. Lead revision was anticipated. Patient was stable.